Event description:
On (B) (6) 2010, a gore-tex stretch vascular graft (tapered) was implanted in patient for a-v access in the right arm from the brachial artery to the axillary vein. The patient was started on anticoagulation post-op due to multiple previous early access failures. It was reported that approximately 36 hours post-op, the patient complained of numbness in her hand and was noted to have an expanding hematoma in her right axilla. Patient was taken urgently to the operating room. Upon exploring the axillary wound, a large amount of serous fluid was evacuated. No significant hematoma was evacuated. There appeared to be weeping of serous fluid (seroma) from the graft. The graft was explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.